Manufacturer narrative:
Product complaint # (B)(4). Device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is the lot number? None provided. In relation to needle, what is the approximate location of suture breakage? The suture ripped while the surgeon was tying knots away from the needle an hour halfway through the suture as explained to me by the nurse circulator. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the suture separate completely?

Event description:
It was reported that a patient underwent a c-section surgery on (B)(6) 2021 and suture was used. During the procedure, the suture ripped while the surgeon was tying knots. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.